Event description:
It was reported that a system error 2240 (air in tubing) occurred on the homechoice (hc) during drain 3 of 4. The technical service representative (tsr) cycled the power to clear the alarm and explained the alarm. The home patient (hp) would discard the supplies. Call his registered nurse regarding the alarm and any missed therapy, and be sure to drain before filling again. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.